Manufacturer narrative:
The insulin pump had motor error alarm during the basic occlusion test due to loose and protruded drive support disk. The insulin pump passed displacement test, unexpected restart error test, self test, passed all operating currents tested with in the specification range, and passed off no power test. The insulin pump was tested with no battery weak alarm and no beeping noted while backlight was on during test. The insulin pump rattled when vibrator motor was activated due to vibrator motor adhesive not adhering to case. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted during testing.

Event description:
The customer reported via phone call that the insulin pump was making noise when backlight was active. The customer reported that the insulin pump was dropped. The customer reported that the insulin pump was vibrating too loud. The customer's blood glucose was unknown at the time of incident. The customer performed self test and the insulin pump passed. The insulin pump will be returned for analysis.